Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was exposed to water and the display stopped working. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform displacement test or self test due to display anomaly. No traces of moisture found at the electronic or motor assemblies per visual inspection.